Manufacturer narrative:
Other, other text: one cadd solis hpca 2110 pump was returned for analysis in good condition. The event history log was reviewed; no discrepancies noted. Delivery accuracy testing was performed revealing more than -3% but within -6%. The expulsor was read at 0.344 inches and was replaced. Based on the evidence, the complaint is confirmed. However, the root cause is unknown.

Event description:
Information received indicating that a smiths medical cadd hpca pump failed accuracy test. The reported event occurred during testing.